Event description:
Customer stated the device loses the connection to the acuity system and periodically switches off without any alerts or alarms. There was no report of patient harm as a result of this event. The customer did not provide any patient information.